Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 680 mg/dl. The customer stated that she had given herself a bolus prior to the event, but her blood glucose levels did not come down. The customer felt that the insulin pump was not working properly, and stopped using it. The customer stated that she is now in manual injections. Offered to troubleshoot, but the customer declined as she is no longer on insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.